Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the event. Two days after event onset, the patient was treated with injection fortum (1 gram, once a day, route not reported) and intraperitoneal injection vancomycin (1 gram, every four days). At the time of this report, the patient outcome was not reported, antibiotic and dianeal therapy were ongoing. No additional information is available.